Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia of value above 500 mg/dl. Customer other relevant blood glucose value was 581mg/dl and 125 mg/dl the customer was treated with manual injection. Customer like to continue troubleshooting. Customer reported they did receive a calibration not accepted alert. Customer did not report consecutive sensor alerts with different sensors. Device will not be returned for analysis.